Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device manufacture date: monitor 01/07/2011, belt 04/15/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts and removed the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 22:07:50 on (B)(6) 2021. The patient was in an idioventricular rhythm at 90 bpm, which slowed to 30 bpm from 22:25:37 to 23:58:25. The patient was in an idioventricular rhythm at 20 bpm with motion artifact from 00:06:09 to 00:13:47 on (B)(6) 2021. The patient's rhythm slowed to an idioventricular rhythm at 10 bpm with CPR/motion artifact from 00:14:28 to 00:16:16. The patient received the first non-lifevest defibrillation at approximately 00:21:38. The patient's rhythm at the time of treatment and post-shock rhythm were obscured by CPR/motion artifact. The patient's rhythm transitioned to vf with CPR/motion artifact at 00:22:06. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient received the second non-lifevest defibrillation at 00:24:46. The patient's rhythm at the time of treatment was vf with CPR/motion artifact. The patient's post-shock rhythm was obscured by CPR/motion artifact. The patient's rhythm transitioned to vt at 100 bpm with CPR/motion artifact at approximately 00:28:10. CPR/motion artifact and the rate of the vt being below the physician prescribed rate threshold of 150 bpm prevented the lifevest from detecting the vt arrhythmia. The patient received the third non-lifevest defibrillation at 00:28:26. The patient's rhythm at the time of treatment was vt at 100 bpm with CPR/motion artifact. The patient's post-shock rhythm was obscured by CPR/motion artifact. The patient's rhythm transitioned to vf with CPR/motion artifact at approximately 00:28:35. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient received the fourth non-lifevest defibrillation at 00:57:00. The patient's rhythm at the time of treatment was vf with CPR/motion artifact. The patient's post-shock rhythm was obscured by CPR/motion artifact. The patient received the fifth non-lifevest defibrillation at 00:58:55. The patient's rhythm at the time of treatment was vf with motion artifact. The patient's post-shock rhythm was CPR/motion artifact. The patient's rhythm transitioned to an idioventricular rhythm at 60 bpm at 01:00:58. The patient was in an idioventricular rhythm at 60 bpm, slowing to 40 bpm with CPR/motion artifact until hospital staff disconnected the electrode belt at 01:02:57.